Manufacturer narrative:
An event of air/gas in device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The device was returned to abbott for investigation and it was examination and performed functional testing. There was no leaks or air was noted during the returned analysis. Based on information available, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer pfo occluder was chosen for implant with a 9f amplatzer torqvue delivery system. The patient was under local anesthesia. During procedure, the occluder was loaded into the delivery system and the delivery system was introduced to the patient and delivered into the left upper pulmonary vein. The inner core was withdrawn and connected to the loader immediately after removal of the dilator at normal speed when it was noted air bubbles were visualized in the blood flow in the delivery system. A decision was made to use a syringe to continuously discharge the bubbles. It was reported that constant aspiration was being performed on the valve side hole. A continuous saline flush was attached to the loader. It was reported all the connectors were tightly connected but air leakage was found in the delivery system. After removal of air bubbles, the delivery system was removed from the patient and replaced with a second 9f amplatzer torqvue delivery system. It was reported the 25mm occluder was successfully implanted with the replacement delivery system. The patient status was reported as stable and there was no report of any adverse patient consequences

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.